Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned as it was stated that there was an issue with the dso seal. The results of the investigation found that the device's downstream occlusion (dso) seal was cracked. There was no patient involvement.